Manufacturer narrative:
Patient information: no further patient information was provided by the customer. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54. The reportability determination and product evaluation include both likely causes: architect (B)(6) qualitative ii, list 02g22-30, lot 07210fn00 and architect (B)(6) qualitative ii confirmatory, list 02g23-25, lots 95027fn00 and 09075fn00. Each list and lot number will have a separate submission, see manufacturer report numbers 3008344661-2020-00022 and 3008344661-2020-00023. A review of tickets was performed for reagent lot numbers 07210fn00, 95027fn00, and 09075fn00. The ticket search determined that there is normal complaint activity for the likely cause lots. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Field data was used to evaluate the performance of the architect (B)(6) qualitative ii assay. The number of standard deviations to the cutoff for the negative population tested showed lot 07210fn00 is within the established limits. Review of the median patient results by reagent lot report showed no atypical performance for lot 07210fn00. Specificity testing of negative panels, which mimics patient samples, was performed using in-house retained kits of architect (B)(6) qualitative ii confirmatory assay with lots 95027fn00 and 09075fn00. All specifications were met indicating that the lots are performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect (B)(6) qualitative ii assay, lot 07210fn00 or of the architect (B)(6) qualitative ii confirmatory assay, lots 95027fn00 and 09075fn00 was identified.

Event description:
The customer observed a false repeat reactive architect (B)(6) qualitative ii and architect (B)(6) qualitative ii confirmatory results for 2 samples. The following data was provided: sample 1 (B)(6) 2019: (B)(6) = 2.71 s/co (reactive), repeats = 3.04 s/co and 3.01 s/co, (B)(6) confirmatory: c1 = 0.18 s/co, c2 = 2.59 s/co, neutralization = 103.16 %, repeat = 103.16%, the following assays were negative: (B)(6) = 0.62 iu/ml, (B)(6) dna = negative. Sample 2 (B)(6) 2020: (B)(6) = 1.07 s/co (reactive), repeats = 1.06 s/co and 1.07 s/co, (B)(6) confirmatory: c1 = 0.23 s/co, c2 =1.00 s/co, neutralization = 95.32%, repeat = 85.32% the following assays were negative: (B)(6) = 0 iu/ml, (B)(6) dna = negative. No impact to patient management was reported.